Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to complete a system checkout on 7/13/2015. The pcba power board assembly was replaced and then a system checkout passed all testing. System was put back into use. Part was returned to manufacturer and evaluated on 9/15/2015, it was found that all the fuses on the board were ok. When the mvs power board was installed in the mvs cart which is connected to the imaging system, it didn't supply power to mvs or the imaging system. Defective mvs power board. Failure mechanism: no power. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported when turning off the power of the imaging system, the software doesn't shutdown. There was no patient present when this issue was identified.